Manufacturer narrative:
During failure analysis, the reported event of the device having a cut cord exposing copper wires was confirmed. The cord can be cut due to damage to the outer jacket of the conductor cable. This can occur as a result of mechanical damage to the cord from sharp objects or the cord being run over repeatedly by heavy objects.

Event description:
It was reported that the universal high torque drill had a nick in the cord during preparation for sterilization at the user facility. During service inspection at the manufacturing facility, it was reported that the nick in the cord exposed copper wire. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal high torque drill had a nick in the cord during preparation for sterilization at the user facility. During service inspection at the manufacturing facility, it was reported that the nick in the cord exposed copper wire. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.